Event description:
It was reported that the physician has not used her handheld computer in a long time because "it never worked". They have since been using the programming wand with their computer to interrogate pts. Physician could not remember the exact problem as it had been a long time since they used it. Product has been requested, but has not been returned to manufacturer to date.